Event description:
It was reported that there was intermittently high threshold, and the physician felt that the lead had possibly moved over time. A lead revision was attempted but the lead could not be moved, so it was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Lead not received by manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.